Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, iris distortion, elevated iop, significant reduction of irido-corneal angles, corneal decompensation, unreactive pupil, angle closure, glare/haloes, blurred vision, and loss of bcva. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -8.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, iris distortion, elevated iop, significant reduction of irido-corneal angles, corneal decompensation, unreactive pupil, angle closure, glare/haloes, blurred vision. On (B)(6) 2017 the lens was exchanged for a shorter lens. The dr. Said the problem is slowly getting better. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
The lens exchanged resolved the problem for the patient. Lens returned in lens vial with liquid. Visual inspection found no visible damage to the lens, debris and clear surgical residue on the lens surface.